Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield is failing and breaking off with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported that the safety shield is not closing and is falling off, happened at least a dozen times.

Event description:
It was reported that the safety shield is failing and breaking off with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported that the safety shield is not closing and is falling off, happened at least a dozen times.

Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.